Event description:
Ligasure blunt tip laparoscopic sealer/divider malfunctioned. Circulator reported the device worked initially but then wouldn't activate. She unplugged the device and plugged back in but an error message was displayed; she doesn't remember the exact error message. She obtained another device and it worked without issues. No documentation of event in operative note.